Manufacturer narrative:
Evaluation of the returned ruby coil lp confirmed a detached embolization coil. Evaluation revealed that the pusher assembly was fractured, the pull wire was retracted out of the distal fractured segment, and the embolization coil was detached and not returned for evaluation. If the ruby coil lp is manipulated against resistance, damage such as a kink and subsequent fracture to the pusher assembly may occur. Subsequently, if the fractured segments are separated, and the pull wire retracts out the pusher assembly distal tip, the embolization coil will detach. Based on the reported event, the root cause of resistance could not be determined. Further evaluation revealed a kink on the pull wire and kinks on the introducer sheath. This damage was incidental to the complaint and likely occurred during packaging for return to penumbra. There were no reported complaints regarding the demo packing coil lp, only the product pouch was slightly opened, and the device was not removed from its packaging; therefore, no evaluation was carried out on this device. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a gi bleed using a ruby coil lp and a non-penumbra microcatheter. During the procedure, while advancing a ruby coil lp through the microcatheter, the ruby coil lp unintentionally detached within the microcatheter. The microcatheter containing the detached ruby coil lp was removed and the embolization coil was flushed out. The procedure was completed with a new ruby coil lp and the same microcatheter. There was no report of an adverse effect to the patient.